Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: according to telephone information, the sleeve of the trocar is very sharp. This damaged the insulation of other instruments. Additional information received by phone from sales representative on 25may2018: there are photos available, which will be sent soon. This and 4 additional event units are being returned. Patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed. The event unit functioned as intended. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.